Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat paroxysmal atrial fibrillation with a polarsheath, the patient experience an st segment elevation. The preparation of the polarsheath was performed according to the instructions for use (IFU). After the physician introduced the polarx balloon catheter into the polarsheath and the balloon had left the sheath completely, the physician aspirated at the sheath's side port and noticed a blood/air mixture in the syringe; the polarsheath was aspirating air. The patient then experienced st elevations at this point. The physician stopped the procedure and successfully completed the ablation with a different system. No medical interventions were required to resolve the event, and the patient was doing well. The physician believed the polarsheath's hemostatic valve was not tight. A standard stopcock was used during the procedure and there was an extension on stopcock. The pump model and settings were not reported. The polarsheath has been returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
Evaluation conclusion codes corrected from cause traced to device design (d01) to cause traced to component failure (d02). The device was returned to boston scientific for analysis. Visual inspection showed no defects. A small amount of blood was on the silicone valve. The silicon valve (prior to aspiration/hemostasis testing) had an outer tear and possible inner tear. Functional inspection showed the sheath was able to hold the deflection properly with no issues. The steering was acceptable with no abnormal resistance in the handle. Aspiration testing was performed. The device passed the test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 10 cc syringe with medium draw (approximately 2 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 10 cc syringe with fast draw (approximately 5 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with slow draw (approximately 6 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with medium draw (approximately 12 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with fast draw (approximately 30 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. Hemostasis valve testing was also performed. The device passed the test method as currently released with the exception of no dilator inserted during the test. No leakage, dripping or pressure drop were observed. Air pressure testing to identify the location of leaks was performed. The device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, using an isacc tester. The valve body was then submerged in a beaker of water and no bubbles appeared. The pressure decay value was pass at 0.0144, 0.058, 0.0009 psi. Further extensive engineering testing was then completed. The aspiration testing showed the device failed the aspiration test when the polarx surrogate was inserted and failed when it was withdrawn. It also failed when tipped at slight angles. The device passed the aspiration test after the polarx surrogate was removed. The device passed the aspiration test after the dilator was removed after inserting through sheath. The hemostasis valve testing showed the device failed when the polarx surrogate was inserted and passed when it was withdrawn. It also failed when tipped at slight angles (relative to the sheath). The device passed after the polarx surrogate was removed from the sheath. The device failed when the dilator was inserted and passed when the dilator was removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat paroxysmal atrial fibrillation with a polarsheath, the patient experience an st segment elevation. The preparation of the polarsheath was performed according to the instructions for use (IFU). After the physician introduced the polarx balloon catheter into the polarsheath and the balloon had left the sheath completely, the physician aspirated at the sheath's side port and noticed a blood/air mixture in the syringe; the polarsheath was aspirating air. The patient then experienced st elevations at this point. The physician stopped the procedure and successfully completed the ablation with a different system. No medical interventions were required to resolve the event, and the patient was doing well. The physician believed the polarsheath's hemostatic valve was not tight. A standard stopcock was used during the procedure and there was an extension on stopcock. The pump model and settings were not reported. The polarsheath has been returned for analysis. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no defects. A small amount of blood was on the silicone valve. The silicon valve (prior to aspiration/hemostasis testing) had an outer tear and possible inner tear. Functional inspection showed the sheath was able to hold the deflection properly with no issues. The steering was acceptable with no abnormal resistance in the handle. Aspiration testing was performed. The device passed the test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 10 cc syringe with medium draw (approximately 2 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 10 cc syringe with fast draw (approximately 5 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with slow draw (approximately 6 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with medium draw (approximately 12 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. The device passed the 60 cc syringe with fast draw (approximately 30 cc per second) test method as currently released. No signs of bubbles in the flushing line during test/syringe vacuum. Hemostasis valve testing was also performed. The device passed the test method as currently released with the exception of no dilator inserted during the test. No leakage, dripping or pressure drop were observed. Air pressure testing to identify the location of leaks was performed. The device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, using an isacc tester. The valve body was then submerged in a beaker of water and no bubbles appeared. The pressure decay value was pass at 0.0144, 0.058, 0.0009 psi. Further extensive engineering testing was then completed. The aspiration testing showed the device failed the aspiration test when the polarx surrogate was inserted and failed when it was withdrawn. It also failed when tipped at slight angles. The device passed the aspiration test after the polarx surrogate was removed. The device passed the aspiration test after the dilator was removed after inserting through sheath. The hemostasis valve testing showed the device failed when the polarx surrogate was inserted and passed when it was withdrawn. It also failed when tipped at slight angles (relative to the sheath). The device passed after the polarx surrogate was removed from the sheath. The device failed when the dilator was inserted and passed when the dilator was removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) to treat paroxysmal atrial fibrillation with a polarsheath, the patient experience an st segment elevation. The preparation of the polarsheath was performed according to the instructions for use (IFU). After the physician introduced the polarx balloon catheter into the polarsheath and the balloon had left the sheath completely, the physician aspirated at the sheath's side port and noticed a blood/air mixture in the syringe; the polarsheath was aspirating air. The patient then experienced st elevations at this point. The physician stopped the procedure and successfully completed the ablation with a different system. No medical interventions were required to resolve the event, and the patient was doing well. The physician believed the polarsheath's hemostatic valve was not tight. A standard stopcock was used during the procedure and there was an extension on stopcock. The pump model and settings were not reported. The polarsheath is expected to be returned for analysis.